Manufacturer narrative:
Per the instructions for use (IFU), conduction abnormalities are a known complication associated with the overall transcatheter aortic valve replacement (tavr) procedure. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying cardiac disease (e.g. Mi, chf, valvular disease), and/or conduction abnormalities. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include electrolyte disturbances and certain medications (i.e. Beta-blockers, calcium channel blockers). In this case the safety and effectiveness of the edwards sapien transcatheter heart valve via trans-aortic/direct aortic access delivery has not been established, is not an approved method of delivery for the sapien valve in the united states, nor is it endorsed or recommended by edwards lifesciences. The exact cause for the reported complete heart block cannot be confirmed, however, the onset of the event was post valve deployment; therefore it is likely related to the procedure. Other potential causes and/or contributing factors include the patient's underlying co-morbidities (i.e. Congestive heart failure nyha class IV, severe valvular stenosis), anesthesia, and medication. There was no report of device malfunction. The device history records (DHR) review of the valve shows that the device met specifications prior to its distribution. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
Per report, the patient experienced a complete heart block after the trans-aortic deployment of a 23m sapien valve. A permanent pacemaker was implanted on the same procedure. The patient was discharged home 7 days after the index procedure.